Event description:
Meter was reading inaccurately erratic. The pt obtained results of 297, 195, and 195 mg/dl within 10 minutes. The pt also reported that the meter failed two control solution tests. The test strips were in good condition, codes matched, and control solution was not expired. Pt reported that the testing technique was correct. The pt did not allege any harm or injury. The meter, test strips, and control solution are being replaced for the pt. No further information has been reported.